Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 78mm abdominal aortic aneurysm. It was reported when the patient returned for follow-up that a type ia endoleak had developed. Intervention was performed on the same date, the endurant stent graft system was relined. This resolved the event. As per the physician the cause of the event was disease progression. No additional clinical sequelae was reported and the patient is fine.